Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. Treatment for the umbilical hernia was not reported, but it was reported that the patient was scheduled for outpatient counseling two days after this initial report was received. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.